Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer declined further troubleshooting with tandem technical support. No further information was provided. Customer's blood glucose was 197 mg/dl.